Event description:
It was reported when using the bd pyxis¿ anesthesia station es, had a issue with the drawer failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, had a issue with the drawer failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 3.2 had jammed, kept failing and required to be recovered. A field service engineer (fse) accessed the device via remote support service and confirmed that the customer was able to log in and recover the drawer successfully. The customer requested the inspection of the device. The fse had confirmed that the customer tested the drawer seven times by logging in, during which all drawers had unlocked automatically and opening and closing drawer 3.2. No failures had occurred during access. The system had functioned as intended after the field service engineer had investigated the device.